Event description:
Two incidents occurred during a clinical for this product: #1 incident occurred 2005, the catheter was hooked up to fluids on an IV pole. The patient was very active in the playroom. The patient started running away from the pole and the extension set attached to the cathether, seperated from the adapter. #2 incident occurred about a month later. The pateint was at home when their family member tried to give the patient medication. The family member noticed leakage, clamped the catheter and placed tape over the device. The home health rn removed the catheter without event. The family member reported that the patient fell earlier in the evening but they did not notice anything at that time. No change in patient medical status noted with event.